Manufacturer narrative:
There is no evidence of a device malfunction. The cycler alarmed appropriate to the air in the circuit. The disposable cartridge was not available for evaluation. The exact cause of the air alarms cannot be determined. The user's guide contains adequate information regarding probable causes of alarms and alarm recovery instructions. A direct correlation between nxstage system one and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.

Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A venous air alarm occurred with visible air during a routine hemodialysis treatment. Attempts to remove the air and clear the alarm were unsuccessful. Rinseback was not performed, resulting in an estimated blood loss of 90cc. No medical intervention was required.